Event description:
The tip of the needle broke off when passing suture through the cuff. After approximately 20 minutes of searching for needle tip, they had not retrieved piece at that point in time.

Manufacturer narrative:
Device has not been returned for evaluation.